Event description:
Event description cpi received information that this patient's sutureless myocardial unipolar lead(s) (4312) were removed from service during an implantable cardioverter defibrillator (ICD) replacement procedure due to low r-waves with the (4312). There was no indication on the form as to which (4312) they suspected. We are reporting both (4312's).